Manufacturer narrative:
(Device not returned).

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported phantom level sensor alarms. Had audio but not visual alarm, didn't show up in auxiliary tab. As a result, an alternate device was employed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.